Event description:
It was reported that the customer experienced a sensor break. Asked customer to return the sensor for analysis. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Found one of two sensors with cannula broken in half. Second sensor was whole and not broken. Unable to confirm customer received sensor in said condition due to customer returned opened/used.